Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/13/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The reaction was located on the around the sensor site, extended around the adhesive. The patient stated that after she had applied the sensor on (B)(6) 2016 it began to cause small bumps in the shape of a rectangle that lasted for 5-7 days and the skin was red and splotchy. The patient stated that she had developed dry, itchy eczema all over the body and over top of the initial red skin under the dexcom sensor. The patient stated that she had visited four different dermatologists and one endocrinologist who could not offer much help except for prescribing medication for the outbreaks. The patient stated that the dry, itchy skin had to be treated with prescription steroids (pills, creams, and shots). Date of medical intervention is unknown. At the time of contact, the patient was stable. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4)

Event description:
No product or data log were not provided by the patient for evaluation, however a photo of the reaction was provided and evaluated on 01/06/2016. Complaint for skin reaction was confirmed. The root cause could not be determined.